Event description:
It was reported that the patient interrogation revealed noise on the right ventricular (rv) pace/sense portion of the lead. Oversensing started within the last year. The rv lead was capped and replaced. It was also noted that during the rv noise episodes, noise was noted on the right atrial (ra) lead electrogram. The ra lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary # the right atrial (ra) lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6943 implantable tachy lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.